Event description:
The customer reported the 9600 system is displaying a pre-charge fail, even after the new battery pack was installed. No patient injury.

Manufacturer narrative:
The service rep found the generator driver pcb f3 open and charger has no output voltage to batteries. The rep removed and replaced the parts then checked operation. The system operates as intended.